Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) received an inappropriate shock for supraventricular tachycardia (svt). Subsequently, the patient was hospitalized and monitored overnight. At this time, the device remains in service. No additional adverse patient effects were reported.